Manufacturer narrative:
Combined medwatch submitted to the FDA on 23/jun/2023. A review of the device labeling notes the following: the current overstitch¿ endoscopic suturing system (ess) instructions for use (IFU) addressed the known and potential event of "pain; nausea; pulmonary embolism; delayed gastric emptying; and vessel damage / bleeding;" as follows: the apollo endosurgery overstitch¿ endoscopic suture system (ess) is intended for endoscopic placement of suture(s) and approximation of soft tissue. Possible complications that may result from using the endoscopic suturing system include, but may not be limited to: pharyngitis / sore throat. Nausea and / or vomiting. Abdominal pain and / or bloating. Hemorrhage. Hematoma. Conversion to laparoscopic or open procedure. Stricture. Infection / sepsis. Pharyngeal, colonic and/or esophageal perforation. Esophageal, colonic and/or pharyngeal laceration. Intra-abdominal (hollow or solid) visceral injury. Aspiration. Wound dehiscence. Acute inflammatory tissue reaction & death. Note: any serious incident that has occurred in relation to the device should be reported to apollo endosurgery and any appropriate government entity. Additional information: the device has not been returned for analysis and attempts to gather more information from the reporter is not visible as this is a literature review, and the author does not have the information for the device. The investigator determined a device history record (DHR) review is not possible. Device evaluation summary: assessment of the device involved in this complaint was not possible, and it has not been possible to determine the root cause for this event.

Event description:
This complaint was found during a literature review. It was reported that the most common causes were for pain; nausea; pulmonary embolism; delayed gastric emptying; and bleeding. Ther more than one patient that the literature review covered so some of the complaint might have already been report but since we don't have the patients information were are not able to locate them in our records.